Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign object that came out of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to clogging of the nozzle, water removal ability did not meet the standard value. Additional findings were as follows: due to damage on the up/down knob, water tightness was lost; connecting tube had a scratch and discoloration; plastic distal end cover (c-cover) had a scratch a a dent; adhesive around light guide lens had a white-clouded area; adhesive around objective lens had a white-clouded area; adhesive around the objective lens was peeled; scope connector had discoloration; mouthpiece was loose; scope connector was dirty due to water leakage; adhesive on bending section cover (a-rubber) had a white-clouded area; adhesive on a-rubber had a chip; due to wear of angle wire, the play of u/d knob is out of the standard value; due to wear of the angle wire, bending angle in the up direction did not meet the standard value; due to a scratch on the plastic distal end cover, insulation resistance value at distal end did not meet the standard value; the suction cylinder was scraped with a cleaning brush (handling issue); connecting tube had discoloration and a wrinkle; protector of universal cord on control section side has a scratch; damage or deformation due to physical stress (caused by handling); control unit had discoloration; due to a scratch on the c-cover, insulation resistance value at distal end does not meet the standard value; air and water cylinder had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, a foreign material was found to have come out of the nozzle; however, it was not possible to specify the root cause of the foreign material that remained in the device. Labeling the event can be detected and prevented in accordance with the following instructions for use. Instructions for use states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that it was a diagnostic procedure.